Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: I just placed an 18g r ac. I got the IV no problem but then blood started leaking/gushing out of the end near the green wings. I removed the IV. It resulted in the patient being poked a total of 3 times since the second IV blew. (The first one would have been fine except the faulty IV). Items were not saved for sending back due to the amount of blood covering my hands and the IV system.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of leaking from the end near the green wings and a blown IV could not be confirmed from the representative 18g nexiva devices that were received in sealed packaging from lot #4232063. A functional test and microscopic examination revealed no damage or defects on the returned samples. The affected units were not returned for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A trend was identified for the reported failure mode of leakage at the septum and corrective actions have been implemented to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.